Event description:
Device exhibited an ECG comm error while monitoring a pt. There was no pt harm.

Manufacturer narrative:
Attempts to acquire the required pt info are ongoing. Welch allyn will update this report when it has acquired this info. Eval summary: eval of the device disclosed an intermittent "ECG comm error." The cause of the failure was an intermittent loss of continuity between an integrated circuit and its mating socket. The device was repaired by reseating and securing its integrated circuits in its socket. Device was tested after repair and found to perform in accordance with its specifications.